Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began three weeks prior to contacting lfs. In addition to oral medication (5mg of glipizide, once a day), the patient stated he also manages his diabetes with diet and/or exercise. In response to the alleged meter issue, the patient reportedly continued with his usual dose of medication at 7am. According to the csr's documentation, a week to a week and a half after the reported issue began, the patient allegedly developed symptoms of frequent urination and thirst. During a doctor's office visit in (B)(6) 2011 (date not specified) at 2:30pm, the patient reportedly obtained a blood glucose between '138-141mg/dl' with the doctor/ clinic's meter and was advised by his health care provider (hcp) to drink lots of water and to get a meter. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per owner's booklet recommendation, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The csr also noted that the patient was using the correct test strips at the time of the alleged issue; however, it was discovered that the test strips were expired. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The meter worked properly after the battery was replaced. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.